Manufacturer narrative:
One (1) pituitary rongeur 6mm straight and one (1) 4mm straight along with fractured pieces of unknown cage were returned for evaluation. The unknown cage is returned in 4 fragments. Complaint trending analysis for the unknown cage could not be performed without the product code. Based on the information provided, a definitive cause for the broken bullet cannot be determined with certainty. In general, patient factors that may affect the performance of the components include: bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto are unknown. With the information provided, a root cause cannot be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: unavailable.   A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Fusion and decompression - spinal, using expedium and concorde bullet. Both pituitary instruments fell apart in surgeons hand, one came apart along the head to shaft, the other won't bite down at head. Am implanted bullet was removed in pieces (surgeon not sure if it broke apart in patient or if his stilleto and mallet crushed it during surgery) picked out with forceps (pieces may remain in patient).